Event description:
The ventilator suddenly stopped delivering gas while giving continuous audible alarm. The alarm could not be reset by reset key. There were also several different alarms displayed at the time of incident. No severe injury or no death is reported.